Event description:
It was reported that during an attempted implant for normal eri change out, the device failed dft testing. The vf was induced and detected, device charged and delivered, but did not convert the patient. Device charged and delivered a second time and then a loud pop was heard. Rf telemetry was lost and backup vvi message notifier was observed. External defibrillation was given to rescue the patient. Lead issue was suspected. No electrical anomalies were observed prior to procedure. The lead was capped and replaced and this device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output anomaly and device reset was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and our automated testing equipment. Analysis found high voltage output circuit damage. It is believed that the cause of the output anomaly was a lead anomaly. (B)(4).